Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an intracranial hemorrhage on (B)(6) 2020. Their symptoms included neuropathy of more than 24 hours. An angiography was performed which showed that the stroke occurred in the right hemisphere. Surgical intervention was performed and the patient was on warfarin at the time of the event. The patient expired on (B)(6) 2020 due to brain herniation from subarachnoid hemorrhage, ultimately leading to central nervous system death.

Manufacturer narrative:
Additional information: d10 & g3. Manufacturer's investigation conclusion: a direct relationship between the device and the reported hemorrhagic stroke could not be determined during the evaluation of (B)(6). The pump was returned with the pump cable intact. The sealed outflow graft had been severed at the distal end of the bend relief and the apical cuff and outflow graft clip had been detached. The modular cable was not returned. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. The pump cover and rotor well contained post-explant depositions of blood. Visual inspection of the rotor and rotor well found no evidence of damage. After disassembly and cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The cause of the reported hemorrhagic stroke could not be determined. Heartmate 3 instructions for use (japan) lists bleeding, stroke, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A hemorrhagic neurological event occurred on (B)(6) 2020, and then the patient passed away on (B)(6) 2020.

Manufacturer narrative:
Section a: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. This event occurred at (B)(6) hospital in (B)(6). The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had a hemorrhagic neurological event, and could not be cured. Patient expired on (B)(6) 2020. There were no changes to anticoagulation and patient condition and although device operated as intended, the stroke was considered device-related.